Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 325 mg/dl, with an unknown cause. The customer attempted to resolve the issue by taking a correction bolus, and drinking fluids. The customer was hospitalized where an insulin drip was administered to address the reported issue. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was still in the hospital at the time of call, however the issue was resolved, and no permanent damage was reported.